Event description:
It was reported that an arteriotomy closure of a mildly calcified left common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary intervention procedure. Reportedly, strong resistance was noted during foot deployment. The proglide device was removed from the patient and inspected. The link suture was seemed broken (separated). A second progride was inserted into the patient. The foot was deployed and the device was retracted gently, however, back flow from the marker lumen was not stopped. The second proglide was removed from the patient. Hemostasis was achieved by applying manual compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). The suture mediated closure (smc) system was returned for analysis. The reported resistance during foot deployment and the reported link break were not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported resistance during foot deployment appears to be related to operational context of the procedure where the patient anatomical condition contributed. A conclusive cause cannot be determined for the reported link break. The additional proglide device used to achieve hemostasis appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.